Event description:
A cartridge change error was reported as the pump failed to recognize the cartridges, leading to frequent cartridge alarms. No information was available regarding the impact on blood glucose levels. The pump was set to be returned for examination, and a replacement pump with a new serial number was provided.